Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling pain at the ins site. The rep reprogrammed the ins but the issue was not resolved. No further complications were reported. Additional information received from the rep reported that the patient's ins was to be explanted on (B)(6) 2019 due to the lack of pain relief and ins site pain. No further complications were reported.